Manufacturer narrative:
(B)(4) updated: reported event was confirmed as visual examination of the returned product/provided pictures identified the zip loop sutures do look to be broken at the damaged toggle button area. Measurements were taken of the toggle button to be sure of the proper size. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, the button loop fractured from the femur bone during fixation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.